Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01928. The pt received his scs system, including an ipg and two paddle leads (from the same lot), on (B)(6) 2010. It was reported that the pt has to recharge his ipg more frequently. During a reprogramming session, diagnostic tests revealed invalid impedances on multiple lead contacts. The physician has recommended that a revision procedure be performed; however, the next course of action is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.